Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a procedure there was no function in sculpt mode. The handpiece passed the test and no error messages were displayed. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample showed no visible nonconformities. The returned phaco handpiece was connected to a calibrated system. A system message (sm) - [tune failed ¿ loose tip] displayed when the phaco handpiece attempted tuning. Disassembling the phaco handpiece revealed moisture ingress within the electrode chamber. Unrelated to the reported event, damaged o-rings were also observed. The phaco handpiece was manufactured on november 6, 2014. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to moisture ingress causing the high electrode to short to ground. The manufacturer internal reference number is: (B)(4).